Manufacturer narrative:
(B)(4). Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Pump had moisture damage on motor. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is not working after exposure to fluid/moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states there is fluid under lcd after it fell in the pool. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.